Manufacturer narrative:
(B)(4). Device #2: part #12673-03, lot #unknown is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device #1 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present. The device was removed and a second proglide was used with the same results. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.